Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis under magnification of the returned device revealed the glass cap was detached from the fiber. Additionally, the fiber was observed to be able to rotate independently within the metal cap. The glass cap exhibited moderate devitrification at the output window and the metal cap had moderate charred debris adhesion on the surface, indicative of tissue contact. The connector cone, segments, and tabs appeared to be in good condition and secured. During functional evaluation, the fiber was tested with a hene (helium-neon) laser fixture. The hene testing conducted showed the aiming beam was visible at the fiber output window and no breaks along the length of fiber. Due to the observed glass cap detachment the event of fiber not emitting laser energy is confirmed and an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photovaporization procedure of the prostate, the fiber stopped emitting laser energy. There were no messages or errors noted. The procedure was successfully completed with a second fiber without clinical consequence. The fiber was returned and analysis found that the fiber glass cap was detached.